Event description:
Three out of five lifts did not work and facility had to replace them. It took over a month to replace them. The first lift had a power problem and had to be replaced. The second powered positioner lift failed and it was less than three mos old. The third lift malfunctioned, none of the powered buttons worked.